Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was having left total knee revision. Tibia was subluxed forward after implantation & lateral condyle broke off. Tc3 femur and stem we¿re extracted, conversions hinge prosthesis. Doi: (B)(6) 2017, dor: (B)(6) 2017. Left knee.